Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump receive open book image. Customer's blood glucose value was unknown. The customer stated that they saw a open book image on insulin pump display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised to use manual injections as per health care professional while waiting for the insulin pump. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. However, pump received with a high sleep current measurement due to moisture damage on the electronic assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.